Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that six days post-operatively, the implantable cardiac monitor (icm) made the patient feel uncomfortable and "like they were being stabbed by something." The icm was removed. No further patient complications have been reported as a result of this event.